Event description:
Device 2 of 3. Reference MFR report #s 1627487-2013-00067 and 1627487-2013-00169.

Manufacturer narrative:
Results: the complaint of "invalid impedance" was confirmed for both (3383) extensions. Microscopic inspection of the returned extension lead "a" revealed all lead wires were broken at the channel welds. Microscopic inspection of the returned extension lead "b" revealed lead wire 8 is broken at the channel weld. As the outer tubing of the lead bodies of the extensions was not breached, the fractured wires are consistent with being subjected to stress while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.